Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an over delivering alarm. Customer's low blood glucose value was 2.9 mmol/l. Customer¿s blood glucose level was 6.8 mmol/l at the time of the call. The customer was treated for the low blood glucose with food. The customer was not connected to the insulin pump while priming the device. The customer's parent was advised to discontinue use of insulin pump and revert to backup plan. The product was returned for analysis.